Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device did not fully deploy and remained partially on the delivery rod after the device and a non-cordis catheter sheath introducer were withdrawn together. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was carotid artery stenting for a 72-year-old female patient performed via a retrograde approach; the femoral artery was verified suitable on angiography with a 30¿45° insertion angle, vessel diameter = 5 mm, mild tortuosity, no visible calcium or plaque, no nearby stent, and no stenosis greater than 50 %. The device and its packaging showed no damage before opening and had been stored and prepared according to the instructions for use; the operator was trained and held physician certification for use of the exoseal device. The plug remained partially protruding from the shaft, did not fall out, and the indicator wire was not visible. No prior closure within 30 days and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm were noted. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device did not fully deploy and remained partially on the delivery rod after the device and a non-cordis catheter sheath introducer were withdrawn together. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure was carotid artery stenting performed via a retrograde approach; the femoral artery was verified suitable on angiography with a 30¿45° insertion angle, vessel diameter = 5 mm, mild tortuosity, no visible calcium or plaque, no nearby stent, and no stenosis greater than 50 %. The device and its packaging showed no damage before opening and had been stored and prepared according to the instructions for use; the operator was trained and held physician certification for use of the exoseal device. The plug remained partially protruding from the shaft, did not fall out, and the indicator wire was not visible. No prior closure within 30 days and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm were noted. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed during analysis of the device. The device was received with the plug fully in the shaft and the lever was not depressed. The functional analysis achieved successful plug deployment with full lever depression. The cause of the reported event could not be determined. Handling factors are a possible contributing factor since the lever was no depressed and lever depression is required for plug deployment. Other unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Vessel tortuosity was reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site, and patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.